Event description:
During repair evalaution of the device for an unrelated issue the manufacturers field service engineer (fse) noted the device does not work on backup battery. The fse replaced the backup battery to resolve the issue. The device passed all manufacturers required testing. No patient involvment.